Manufacturer narrative:
Aspen surgical received a report indicating that a bard-parker blade broke while in use during a procedure. The incident occurred at the user facility. A manufacturing lot number was provided for review. End user reported that during a knee and shoulder scope procedure, the tip of the blade broke off. The blade was successfully retrieved from patient. The patient was not injured. No follow up care was provided. A review of the device history record was completed. No non-conformance's were noted relating to the reported issue. The most probable root cause could have been machine related during the stamping or grinding process. Packaging process has established controls to mitigate broken or cracked blade condition, including a "medio" blade sensor that inspects 100% of packed pouches liner level prior to aluminum foil packaging. Also, excessive force applied by the end user during surgery process could cause blade breakage. The following controls are in-place to mitigate "broken blade" condition at aspen surgical las piedras site: heat treatment in-process at the beginning and end of each lot are inspected for dimension integrity using a pin gauge, flatness gauge and perforation length gauge, ductility test, and hardness test. Heat treatment quality inspections at the beginning and end of each lot are inspected for dimension integrity using a pin gauge, flatness gauge and perforation length gauge, ductility test, and hardness test. Sample not available for return. No additional information is available on the product. No further action required.

Event description:
Aspen surgical received a report from the end user indicating that a bard-parker blade broke during a procedure. Incident occurred at the user facility. This report was filed in our complaint handling system as complaint #: (B)(4).